Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in loading a new cartridge using the proper technique and successfully resumed insulin therapy. No previous issues with cartridge alarms were reported for this pump serial number, and details of the original cartridge lot were unavailable.